Manufacturer narrative:
Insulin pump passed active current measurement, self test and displacement test. Pump received power error due to j6 connector resistance issue. Did not pass sleep current measurement due to corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected multiple times. Customer blood glucose level was unknown. Trouble shooting was performed. The device will be returned for analysis.